Event description:
It was reported that an ilet user called to report that the device was not charging, then confirmed during the call that it was charging and ended the call. Investigation included customer interview and basic troubleshooting during the call. Investigation of this case revealed that the device began charging normally and no device malfunction or component failure was identified. No adverse clinical symptoms during the event reported. Outcomes included no impact to health or medical care. It was concluded, based on previously established findings for similar reports, that the cause was user-related or could not be confirmed due to normal operation upon troubleshooting.